Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer. Review/investigation. Reporter is a synthes employee. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2020 a trochanteric femoral nail advanced broke during a hip surgery. It was unknown if there was a surgical delay. The surgical procedure and patient outcome were unknown. Concomitant device: tfna fenestrated screw ( part# 04.038.195s, lot# h729462, quantity 1). This report is for one (1) 12mm/125 deg ti cann tfna 400mm/left - sterile. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H6: manufacturing location: monument, manufacturing date: 04-sep-2019, expiration date: 31-jul-2029, part number: 04.037.231s, 12mm/125 deg ti cann tfna 400mm/leftt- sterile, lot number: 15l6959 (sterile), lot quantity: (B)(4). One piece was scrapped in cell, gundrill, for a cannulation runout failure. The remainder of the lot was 100% inspected for this feature and determined to be acceptable. Production order traveler met all inspection acceptance criteria apart from the one piece noted. Inspection sheet, in-process/inspect dimensional/final met all inspection acceptance criteria apart from the one piece noted. Inspection sheet, tfna assembly inspection met all inspection acceptance criteria. Packaging label log (pll) was reviewed and determined to be conforming. Packaging bom was reviewed and determined to be conforming with no deviations to normal packaging identified. Scn (B)(6) supplied by ethicon (abq) was reviewed and determined to be conforming. This lot met all dimensional, visual, sterility and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Component part(s) reviewed: part number: 04.037.912.3, tfna lock drive, lot number: 13l1582, lot quantity: (B)(4). Production order traveler met all inspection acceptance criteria. Inspection sheet met all inspection acceptance criteria. Part number: 04.037.912.4, wave spring, shim ended, lot number: h794556, lot quantity: (B)(4). Work order traveler met all inspection acceptance criteria. Inspection sheet, incoming final inspection met all inspection acceptance criteria. Material certification and certificate of conformance and quality history card received from smalley dated 22-feb-2019 were reviewed and determined to be conforming. Part number: 04.037.912.2, lock prong, 125 degree, lot number: 4l34269, lot quantity: (B)(4). Production order traveler met all inspection acceptance criteria. Part number: 21127, timoagri16.00, lot number: 10l8564, lot quantity: (B)(4). Inspection instruction met all inspection acceptance criteria. Certificate of test was reviewed and determined to be conforming. Lot summary report dated 19-jun-2019 met all inspection acceptance criteria. Raw material receiving / putaway checklist met all inspection acceptance criteria. This lot met all dimensional, visual, sterility and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.